Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a large wide neck aneurysm measuring 10mm located in the p-comm (posterior communicating) artery. Fetal type right p1 segment. The patient was sensitive to aspirin and clopidogrel prior to and post procedure. The patient underwent pipeline (4.50mm x 25mm) embolization treatment on an unspecified date without issues. Post pipeline procedure ((B)(6) 2014), the patient experienced left side weakness which was believed to be caused by the deployment of the pipeline across the carotid terminus (m1 to carotid), watershed territory infarct and emboli, and tortuosity of the arch. The patient went through acute rehab and was discharged to a nursing home. The patient¿s condition improved, but there was still weakness on the left side. The patient was transitioning home due to depression.